Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product code and lot code required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The rp insert curved frayed in the patient's knee.